Manufacturer narrative:
Review of pump data by quality engineering. Pump data did not show any low blood glucose (bg) levels recorded on the event date of (B)(6) 2016. Pump data recorded three bolus requests. There were no erratic basal insulin rate changes. Two of the three bolus requests were made without bg level entries. This could potentially lead to a low bg level. There is no evidence that the insulin pump malfunctioned or experienced a failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Customer consumed juice to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.